Manufacturer narrative:
The field service engineer (fse) evaluated the instrument on (B)(6) 2016. The fse found the rbc apertures were not matching. He replaced the rbc apertures and rbc aperture housings and adjusted the aperture calibration,cal, factors, which addressed the issue. The repairs were verified per established service procedures. (B)(4).

Event description:
While the field service engineer (fse) was troubleshooting an unrelated event, the fse discovered the red blood cell, rbc, apertures were not matching. Erroneous patient results were not generated and there was no change or affect to patient treatment in connection with this event.